Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was between 500-600 mg/dl with trace ketones, blurred vision, extreme thirst, and extreme urination. It was reported the patient was treated in an emergency room with intravenous fluids and insulin via injection. The reporter noted the patient remained on pump therapy and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the reported hyperglycemia was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.